Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was broken. A 135/10 renegade¿ hi-flo¿ kit was selected for use. During preparation, it was noted that the renegade was broken upon hand flushing the device. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The hub, shaft and tip were microscopically examined and it was observed that the device was broken/damaged from 53cm from the strain relief. The shaft was not completely separated the inner liner was still connected. There were also 3 kinks in the device. The 1st kink was located approximately 19cm from the strain relief, the 2nd one approximately 21cm from the strain relief and the 3rd one approximately 23cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter was broken. A 135/10 renegade¿ hi-flo¿ kit was selected for use. During preparation, it was noted that the renegade was broken upon hand flushing the device. The procedure was completed with another of same device. No patient complications were reported.